Manufacturer narrative:
The reported event of premature release was confirmed. As received, a complete tri-layer catheter was returned in one piece with the protective sleeve covering the distal tip of the catheter. Visual examination noted the tether control knob in the aligned position, but the distal tethers were misaligned. X-ray examination found the released tether wire slipped inside the tether screw. Dimensional analysis found the aligned offset was measured out of product specification. The cause of the reported event was isolated to the released tether wire being slipped inside the tether screw.

Event description:
It was reported that the patient presented for a leadless pacemaker implant. During the procedure, after the atrial device was fixed and transitioned from short tether mode to long tether mode, the device released from the docking cap despite the tether control knob not being activated. Electrical measurements remained acceptable, so the device was left in this position. Patient condition was stable.